Event description:
After implant was inserted and was fully seated, the surgoen pulled on sutures to check purchase. The eyelet pulled out of the anchor. Surgeon used a metal corkscrew to complete. No adverse consequences reported with the patent as a result of event. This device is used for treatment.